Manufacturer narrative:
G1 corrected the manufacturer contact phone number. H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the limb ischemia was unable to be determined due to insufficient clinical details. The cause of the hematoma was not determined due to insufficient clinical details and no product return. The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the pulmonary embolism was not determined due to insufficient clinical details and no product return. The cause of the patient device interaction was not determined due to insufficient clinical details and no product return.

Event description:
A 77-year-old male with a history of cardiomyopathy presented in refractory cardiogenic shock consistent with scai shock stage e and experienced cardiac arrest. The patient was initiated on va ECMO with concurrent placement of an impella cp via percutaneous left femoral arterial access on (B)(6) 2026 at 15:45. Anticoagulation was monitored using activated clotting time (act), which was 271 seconds prior to leaving the cath lab, following a heparin bolus. Post¿cardiac arrest, the patient was noted to be coagulopathic. Upon arrival to the ICU after transport from the cath lab, a hematoma developed at the left groin impella insertion site, which was shared with the venous ECMO cannula. Hematoma was marked, a pressure dressing was applied, and hemostasis was achieved with manual pressure. Additionally, loss of dopplerable and palpable distal pulses (dorsalis pedis and posterior tibial) was noted bilaterally post¿cardiopulmonary support placement. The lower extremities remained warm to the touch per the bedside care team. Limb ischemia was diagnosed based on pulse loss and was reported to have begun prior to introducer insertion. Contributing factors included va ECMO support, vasopressor use, cardiac arrest, and pulmonary embolism. No specific interventions were undertaken for limb ischemia, and resolution status remains unknown while the patient remains on support. The impella cp remains in situ, and the patient¿s condition was reported as stable while on support. No device download was required, and product return is expected for the pump and introducer. The reported access site bleeding and bilateral limb ischemia occurred in the setting of profound critical illness, including cardiac arrest, cardiogenic shock, va ECMO support, vasopressor therapy, anticoagulation, and underlying coagulopathy, with additional mechanical factors such as shared femoral access and patient movement during ICU transfer. The impella cp device was properly positioned and secured, with no evidence of device malfunction or failure. Based on the available information, a causal relationship between the impella cp device and the reported injuries cannot be conclusively determined, and device involvement remains unknown. The patient remains on support at the time of reporting.

Manufacturer narrative:
D6b: the explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
The b1 product problem was inadvertently selected on the initial manufacturer device report. The e1 zip code was entered in the incorrect field on the initial manufacturer device report.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category. Corrected information has been provided in d4 (catalog, serial, primary UDI number).

Event description:
Additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.